Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ib endoleak of the right common iliac artery and additional endovascular procedure is confirmed. The type iiib endoleak and aneurysm enlargement are unconfirmed. It could not be conclusively determined if there was a type iiib endoleak with the medical records and imaging received. This is moderately consistent with the reported incident. Device, user, procedure or anatomy relatedness of this incident could not be determined. No procedure related harms were identified. The final patient status was reported to be discharged to home on postoperative day one. No additional investigation of this reported incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar incidents. Device iteration is afx2. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft, an afx limb stent graft and an afx vela suprarenal. Approximately six (6) years post-initial procedure, aneurysm enlargement with a possible type ib endoleak from the right common iliac was identified at routine follow-up. Reintervention was completed on (B)(6) 2023 with the implant of an afx2 bifurcated stent graft and an afx limb stent graft. The procedure went without any incidence. Patient did great throughout the case, and was discharged to home without day one post op.